Event description:
It was reported that during an on site visit, an autopulse resuscitation system with s/n (B)(4) displayed a user advisory message of ua45 (not at "home" position after power-on/restart. User advisory was able to be cleared on site. It was also reported that board keeps shutting off, running for only two minutes.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.